Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for mgu therapy. It was reported the items had been mailed to the manufacturer. If additional information is received, a follow-up report will be sub mitted.

Manufacturer narrative:
Analysis of the lead (va12tb7) found the distal end to be stretched. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for mgu therapy. It was reported that during a stage one evaluation procedure, one of the four proximal electrodes on the lead sheared slightly, but did not break off, as it was being implanted in the patient (pt). The pt was being assessed for a stage one evaluation, and they had not experienced any signs or symptoms related to the event. Prior to the surgeon implanting the lead, the lead dilator bent as the physician was inserting into the pt. The surgeon had a little difficulty inserting, but did not know the lead dilator was bent until the lead looked irregular on the lateral fluro shot. They pulled the lead back, as it was not fully deployed and noticed the electrode issue. The bent lead dilator was removed from the patient. The procedure was restarted with the 3 1/2" foramen needle: the hub was removed, and directional guide inserted, the foramen needle was removed, and a new lead dilator was opened. Another lead was opened and the stiff stylet was used rather than the bent tip stylet, and the new lead was deployed in the pt. The issue was reported to be resolved. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.